Event description:
It was reported that the device was unable to be successfully programmed to enable the magnetic resonance imaging (MRI) settings suspected to be due to interrupted inductive telemetry. Following an MRI scan, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be MRI exposure without enabling the MRI settings. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. Additional interrogation was performed following the MRI scan and MRI settings were able to be enabled on the device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records indicated that the device was unable to successfully enable MRI setting, suspected to be due to inductive telemetry anomaly. Additionally, analysis of the session records indicated that the reset associated with use in an off-label MRI environment event was sensed by the device, leading to the device operating in bvvi mode with high voltage therapy disabled.